Event description:
It was reported that patient death occurred. The patient presented with a dissection in the left anterior descending (lad) artery. The patient was being treated with a 2mmx2cm idc coil. The coil was being delivered through a renegade catheter. The catheter was repositioned and the coil dislodged inside the lad. A snare was used to retrieve the dislodged coil. During the snaring of the coil, the patient became unstable. The physician continued coiling the patient with 3 additional idc coils that were successfully implanted in the septal. A synergy stent was then placed into the lad a few minutes after the embolization process. The patient coded. Cardiopulmonary resuscitation (CPR) was performed and echmo/ impella were used. Patient death occurred. No autopsy was performed.